Event description:
It was reported that noise leading to pacing inhibition had been observed on a recently implanted right ventricular lead. No patient symptoms were reported. The lead was explanted and replaced. The patient was noted to be doing well following the procedure and would continue to be monitored.

Manufacturer narrative:
.